Manufacturer narrative:
Pump received with an intermittent responsive keypad at the middle button. However, unit passed self-test. Pump was cut open to perform visual inspection and found a flattened dome on the middle keypad, no moisture damage on electronic assembly. The j1 connector on pcba 1 was locked properly during visual inspection. Successfully downloaded history files and traces using thus. A stuck button alarm did not occur during testing. However, stuck button alarm was found in the download on event date 01/15/2026 00:19:11.000, 01/15/2026 00:32:07.000, 01/15/2026 00:38:27.00. Test p-cap locked properly into reservoir compartment. The following were noted during visual inspection: unit had scratched case, missing display window cover, stained keypad overlay, cracked case (battery tube), label damage. Stuck button alarm in history file and intermittent responsive keypad at the middle button due to flattened keypad button dome and cracked case (battery tube) confirmed. For additional information regarding the tests performed refer to (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a stuck button alarm and a crack in the insulin pump housing, with the damage affecting the functionality of the insulin pump and causing it to stop responding to commands. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was performed, including confirming the presence and location of physical damage, reviewing the nature of the stuck button alarm, and advising the customer that the pump would be replaced, to revert to alternative therapy per healthcare professional instructions, record pump settings, and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1886 was requested, and the customer's response was that the device will be returned.